Manufacturer narrative:
Although the doctor identified four different lots associated with the black specks, he could not verify which lot was use on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot number 4252294, 4252405, 4252090 and 4252403. Specific information with regard to age, gender and weight were not provided. The office could not recall patient or incident details. The office reported that the doctor had to cut out the black specks and repeated the procedure during the same office visit for the patient. To date, the patient is doing fine. The products alleged in this incident were not returned; therefore, a 'visual inspection' of the retain samples were evaluated, yielding results within specifications. The paste appeared to be homogenous and free from contamination. No black specks were detected. A DHR review for lots 4252294, 4252405, 4252090 and 4252403 indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that approximately sixty (60) patients had experienced black specks in their restoration after light curing the sonicfill material. This is the fifteenth of sixty (60) reports.